Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The pump passed rewind, basic occlusion, prime/ compromised force sensor and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was no detected during our testing. The pump was scratched lcd window, cracked display window corners, battery tube threads cracked, reservoir tube cracked. Analysis was unable to perform the excessive no delivery alarm due to motor error. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 263 mg/dl. The customer states the motor error alarm is reoccurring. The customer states the drive support cap appears normal and was not exposed to a high magnetic field. The customer states they are able to complete the rewind. After checking the alarm history there was a motor position encoder error alarm noted. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.